Event description:
A laser technician reports a loss of suction during flap creation. The flap was 60% completed when the loss of suction occurred. The pt was sent home to heal. No pt harm was reported.

Manufacturer narrative:
During the onsite investigation, the territory mgr (tm) found the height adjustment at the high end of the range, but still in specification and adjusted the laser head height down by 1 cm to allow more travel on the z axis. The tm fully qualified the system, and verified that it is operating within specification. A root cause has not been identified. (B)(4).